Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having issues inserting his infusion set with the serter. The patient's blood glucose values have ranged between 150 mg/dl and 500 mg/dl. Troubleshooting was declined for the high blood glucose. No further information was provided regarding the hyperglycemia. The insulin pump was not returned or replaced.